Event description:
False positive result(s). Was feeling sick with a sore throat so took this test. Within 15 minutes, I had a faint pink second positive line. Gave one to my daughter (she was sick as well) who was negative and there was no sign of a second line at all. Called my husband to tell him I was positive and he came home from work early. Once he got home, I took another flowflex test, and once again within 15 minutes there was a faint positive 2nd line. Saw the false positive reviews so took a binexnow within minutes of the other test just to be sure and that came back completely negative. Even more confused, went out and got a pcr (couldn't find anywhere to get a pcr until the day after these test gave me a faint positive). Just received the email with the results and pcr was negative. Definitely be careful with these. They do give out false positives.